Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated, should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was exhibiting loss of capture and a drop in sensing after a procedure for a left ventricular assist device. There was no asystole observed. The physician decided to abandon and replaced the rv lead. No additional adverse patient effects were reported.